Manufacturer narrative:
Additional information was received indicating that the infection was intra-abdominal. "Blood cultures were negative, but wound cultures were positive for (B)(6)." Driveline "exit site had no drainage but wound was an abscess around the driveline internally." Patient was said to have been "asymptomatic." It was also stated that the pump exchange went without complications and that the patient tolerated it well." Patient was "discharged to skilled nursing facility on (B)(6) 2015 for recovery and continues IV antibiotics for 6 week post vad exchange." No further information was provided. Investigation is ongoing. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
A review of the device history records was completed. The unit met all the internal requirements prior to quality assurance release process. There is no evidence of any that the manufacturing process was a contributory factor to the reported driveline infection. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual (pm) include a reference guide and warning that lvad pump candidates often possess several risk factors such as infection. As per IFU and pm in order to minimize the risk of infection, driveline exit site dressings should be changed daily. IFU and pm further state that routine driveline/exit site care is the responsibility of the patient and the primary caregiver. Proper pump driveline and exit site care are outlined in IFU and pm. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported infection; however, lvad pump candidates often possess several risk factors which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility that can attribute to infection. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the "patient had a pump exchange due to history of driveline infection." It was said that the "site contemplated exchange for a while but because of patient living situation and caregiver situation", it had been postponed. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
Hvad pump (B)(4) was returned to heartware for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the controller log files was not possible since log files were not available for analysis. Analysis of the device revealed that the device met specifications; the device passed visual examination, dimensional verification and functional testing. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.